Event description:
Staph infection in right knee/ increased pain in right knee [arthritis bacterial] ([joint warmth], [knee effusion], [knee pain], [staphylococcal infection], [knee swelling]), nerve damage [nerve damage] , sepsis bacterial [bacterial sepsis] ([staphylococcus aureus infection]), immobile and he couldn't walk on it [immobile] ([swelling of legs], [pain in leg]), didn't feel right [feeling bad] . Case narrative: this case was cross referenced to (B)(4). Initial information received from united states on 06-aug-2018 regarding an unsolicited valid serious case received from the patient. This case involves a (B)(6) male patient who experienced staph infection in right knee/ increased pain in right knee, sepsis bacterial, nerve damage, immobile and he couldn't walk on it and feeling abnormal while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. (Latency: unknown). The patient's past medical history included bleeding ulcers, hospilatization. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) dosage unknown (lot - 7l0a6a, 31-oct-2020) or (lot: 8rsl011; expiration date: nov-2020) for osteoarthritis of right knee. On the same day, patient began to have knee warmth. On the same day, the day after his injection, he didn't feel right about noon. Approximately thirty hours after his injection, his entire leg locked up and was painful. He was immobile, and he couldn't walk on it. He gave him a steroid shot and pain shots. He did not culture that draw. Then by that friday, his leg was so swollen. He saw another doctor at the hospital. They did a culture. They also thought that he had a blood clot, which he did end up getting. On (B)(6) 2018, it was reported that 35 ccs of fluid was aspirated from knee. The patient was able to bear weight on that leg when he left his physician office following treatment on (B)(6) 2018 and then traveled. There was swelling in the knee and the patient had to go to the hospital. The patient thought it seemed to be an infection and they think it was a possible (B)(6) infection but there are no lab results yet to confirm that. The patient was hospitalized for this event. The patient event of a serious staph infection in right knee/ increased pain in right knee (arthritis bacterial) after 1 day starting use of hylan g-f 20 and sodium hyaluronate was confirmed which lead to intervention. Patient again began had pain and was hospitalized on friday (B)(6) 2018. Patient had scoped and had lavage in the hospital, also more fluid was aspirated from the infected knee. It was reported that patient was unable to take nsaids. It was also reported that he had staph aureus in his bloodstream. He had to go into emergency surgery. He was in the hospital for six days for the surgery. He was in the hospital until thursday evening. They released him for two days with six weeks of IV antibiotics and saline. Daptomycin was given as corrective treatment. It was reported by the patient's wife that the patient was in the hospital since (B)(6) 2018 after receiving the synvisc-one injection due to staph infection, further she reported that the there was a suspected concern for nerve damage (latency: unknown). Final diagnosis was staph infection in right knee/increased pain in right knee,sepsis bacterial, immobile and he couldn't walk on it and feeling abnormal. The patient was treated with triamcinolone (triamcinolone), lidocaine (xylocaine #1), ketorolac tromethamine (toradol) and tramadol (tramadol) for arthralgia; daptomycin for sepsis bacterial. Outcome: unknown for all events. Seriousness: intervention required and prolonged hospitalization for staph infection in right knee/ increased pain in right knee; prolonged hospitalization, medically significant and intervention required for sepsis bacterial and prolonged hospitalization, medically significant and disability for immobile and he couldn't walk on it; hospitalization for nerve damage. Product technical complaint (ptc) was initiated with (B)(4) on 06-aug-2018 for product. Batch number; 8rsl011 . The reporter stated that the device complaint resulted in adverse event/handling error. Device not returned. Final investigation complete date: 31-aug-2018 . The production and quality control documentation for lot 8rsl011 expiration date 30-nov-2020 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 8rsl011 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Follow up information was received on 06-aug-2018. No new information was received. Additional information was received on 16-aug-2018 from non-healthcare professional. Event of sepsis bacterial, immobile and he couldn't walk on it and feeling abnormal was added. Verbatim for aspirated 35 ccs of fluid d/t patient having an effusion updated to aspirated 35 ccs of fluid d/t patient having an effusion/took out 50 mg of fluid. Clinical course updated. Text amended accordingly. Follow up was received on 24-aug-2018. No new information was received. Additional information received on 30-aug-2018 from patient's wife. Event of nerve damage added with details. Clinical course updated. Text amended accordingly. Follow up information was received on 11-sep-2018. No new information was received. Additional information was received on 31-aug-2018. Global ptc number and results were added.